Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 3 years and 2 months post-transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve (inside a pre-existing surgical valve), the valve will be explanted due to halt.

Manufacturer narrative:
Update to b5, b7. Correction to h6: device code and type of investigation.

Event description:
Per medical record review, approximately 3 years and 4 months post valve in valve (viv) implant, the 26mm s3u valve and the stentless non-edwards valve were explanted and replaced with a 26mm sapien 3 ultra resilia bioprosthesis via redo sternotomy and open heart deployment per information provided by the field clinical specialist (fcs). The explantation was due to severe bioprosthetic aortic valve stenosis caused by hypo-attenuated leaflet thickening (halt), which the anticoagulation therapy did not resolve.

Manufacturer narrative:
Correction to h6; investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 3 years and 4 months after the valve-in-valve (viv) implant, the 26mm sapien 3 ultra valve and the stentless non-edwards valve were explanted and replaced with a 26mm sapien 3 ultra resilia valve replacement due to severe bioprosthetic aortic valve stenosis caused by hypo-attenuated leaflet thickening (halt), which anticoagulation therapy did not resolve". Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In addition, hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, patient had vast comorbidities (e.g. Coronary artery disease, thrombocytopenia, orthostasis, etc.), which are known factors that may increase the risk of early valve degeneration, leading to stenosis with thickened leaflets. Available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure; additional assessment of the failure mode is not required at this time. The reported event was unable to be confirmed due to the unavailability of relevant imagery and medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "per the field clinical specialist (fcs), approximately 3 years and 2 months post-tavr procedure (inside a pre-existing surgical valve), the valve will be explanted due to halt". Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors, including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, due to limited information being provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.